Event description:
The manufacturer received information alleging a patient was hospitalized with carbon monoxide while using a millennium oxygen concentrator. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a follow up report, MDR 1040777-2017-00008. The correct follow up report MDR number is 1040777-2016-00008. H6: code 1918.

Manufacturer narrative:
The manufacturer previously reported a patient that allegedly was hospitalized with carbon monoxide while using a millennium oxygen concentrator. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.